Manufacturer narrative:
Contact phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and the surgery was not prolonged. No fragments were generated and the surgery was successfully completed. The case progressed without any issues.

Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter¿s last name and phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, a pair of rod cutters were blunt and would not cut the rod. Additionally, during final tightening the screwdriver stripped and would not sufficiently tighten the set screw. There was a second driver on the set to perform the surgery. The surgery was not prolonged. No information available about patient condition and outcome. Concomitant device reported: rod (part # unknown, lot # unknown, quantity 1), set screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).